Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "digital display began blinking and burning odor" was not confirmed during product evaluation; and therefore, the cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "digital display began blinking and burning odor." The event was reported to have occurred upon power up in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with an unknown or unverified software version and categorization. No additional information is available.